Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) had not been charged in several months. The device was interrogated and confirmed to be in overdischarge. They opted to remove the device and replace it with another model for recharging convenience. No further complications were reported. The event was reported to be caused by patient compliance. With the replacement, the event was resolved. The customer discarded the explanted device. No further complications were reported.